Event description:
The pt arrived to the clinic in stable condition without complaints. Approx 14 minutes remained in treatment and at approx 1100 the pt was noted to have a grand mal seizure as noted by the registered nurse and other staff taking care of the pt. The pt's blood was immediately returned and saline infused as staff attempted to obtain blood pressure and pulse. Last b/p of 140/74 and pulse of 89 noted at 1100 but after grand mal seizure occurred, the pt went unresponsive with no pulse or b/p. The pt's lips turned blue, airway was opened as another staff member was calling 911 for ems personnel. AED connected immediately but "no shock advised" so CPR was started. Ambu bag was used and approx 3 rounds of CPR performed prior to ems arrival. The pt remained unresponsive until ems personnel arrived and ems were able to stabilize the pt with a rhythm and pulse prior to pt being transported via stretcher in ambulance to local hospital for further eval and treatment. On (B)(6) 2013, the pt was discharged from the hospital in stable condition to home and resumed in-center hemodialysis treatments with no add'l problems.

Manufacturer narrative:
(B)(4). The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. A batch record review will be completed to determine the mfg process. A supplemental report will be submitted once the plant investigation is complete. This is one of 6 MDR's submitted to document this reported event. Please reference the following MDR numbers: 2937457-2013-00164, 1713747-2013-99930, 00343, 8030665-2013-00561, 1225714-2013-02628.